Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detaching from the anterior leaflet, appears to be related to challenging anatomical condition (i.e., leaflet prolapse) in conjunction with poor imaging quality. The reported image resolution poor was associated with the poor imaging quality. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed anterior and posterior. It was noted that imagining was poor. An xtw clip was successfully implanted. To further reduce mr, an nt clip was inserted. During reposition of the nt clip, the xtw clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the nt clip was deployed along with an additional clip being implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.